Manufacturer narrative:
E1: event country: (B)(6). Name: medtronic minimed. Country: united states of america. Street address: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issue as the cannula was found bent on the first day of insertion in the lower back which led to insulin flow blocked alarm on (B)(6) 2026.